Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric mini bypass, the devices were not holding the needle, the needle was popping out . The patient status was unknown.